Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-08399. Reference MFR report: 1627487-2013-08401. It was reported, the pt has persistent pain at the ipg (implantable pulse generator) site. In addition, the pt reported unintended stimulation in her chest and when she laid down, she experienced shortness of breath; she felt stimulation from chest to feet when she put her head back. The pt felt the stimulation even when the system was turned off and experienced the sensation of needles and pins in her legs. The pt felt the stimulation in her hands when she placed them on her lap. Follow-up identified the sjm representative offered to reprogram the device but the pt denied. The pt had the device explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.